Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, establish final arm angle (efaa) was attempted and the clip was opened. Troubleshooting was performed but was unsuccessful. It was decided to return to the left atrium and attempted efaa again and was established. Catheter was re-entered into the left ventricle and was grasped in the middle of anterior and posterior leaflet 2 (a2p2) and efaa was established. All steps were followed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, establish final arm angle (efaa) was attempted and the clip was opened. Troubleshooting was performed but was unsuccessful. It was decided to return to the left atrium and attempted efaa again and was established. Catheter was re-entered into the left ventricle and was grasped in the middle of anterior and posterior leaflet 2 (a2p2) and efaa was established. All steps were followed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.